Event description:
It was reported that during a gastric bypass procedure, the firing trigger was broken. They used another like device to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4): damaged shrouds. Evaluation summary: the analysis results showed that one device was rec'd with the handles open and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it breaks it creates friction to the firing trigger not allowing the trigger to properly return to its home position. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.